Event description:
The pump was returned for investigation. Investigation revealed button contamination, a dim and discolored display, and case cracks. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling at the ok button. Evaluation revealed that all keypad buttons were responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Multiple pump case cracks were observed including multiple cracks located along the battery compartment. No moisture was detected within the battery compartment. The pump failed leak testing. Moisture was visible on the pump¿s internal components during evaluation of the pump¿s main compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).